Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive. Customer's blood glucose level was unknown. Customer stated that numbers was ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. The insulin pump will not be returned for analysis.